Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead showed a low r measurement during the post-implant check. Threshold and impedance measurements were stable. Sensitivity was increased, and the issue was resolved. Later, the patient presented to the hospital complaining of having had chest pain since the date of the pacemaker implant. The patient had already had echocardiogram, angiogram, and chest x-rays to attempt to determine the cause of the chest pain, but none offered a clear result. The pacemaker check showed a sinus rhythm with minimal pacing and low r amplitude. The clinician speculated that the lead may have perforated the heart wall, or might be starting to perforate, which might be the cause of the chest pain. The decision was made to remove the lead and replace it with a passive fixation lead. A surgical procedure was performed and the lead was removed easily. The lead did not appear to have perforated. A new passive fixation lead was successfully implanted. Good measurements were received, and there were no complications. During a post-operative check, all measurements were within normal limits. There was no report of the patient having chest pain after the lead replacement. No further adverse patient effects were reported.